Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade iii further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported the left side as "firm and looks abnormal due to capsular contracture," baker grade iii. Healthcare professional reported left side "exchange" and "capsular contracture, baker grade iii. Patient additionally reported left side "moderate breast pain;" this event is not related to the device. Patient wants "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Event description:
Patient reported the left side "firm and looked abnormal due to capsular contracture," baker grade unknown. Healthcare professional additionally reported "exchange" and "capsular contracture, baker grade iii, and patient's concern with the product". Patient also reported left side "moderate breast pain;" this event is not related to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, deformation, voids/bubbles in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.